Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was also reported that the customer was vomiting. The father stated that the customer changes the battery and the display was blank. It was stated that the customer called her doctor and she was advised to go to the hospital. Troubleshooting was performed. It was stated that the customer had to change the battery every three days. No further info was provided.